Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room reporting a shock had been received. The field representative checked the device and found the thresholds elevated and a dislodgement was suspected. The field representative confirmed no shock had been given but the physician suspected the patient felt pain due to a perforation. The lead was later surgically abandoned with difficulty. There were no additional adverse patient effects reported.

Event description:
Additional information was received that the patient was seen by their physician due to feeling shocks again. Three days later, the lead was removed via laser extraction during an open heart operation. The physician confirmed that the lead had not perforated the patient, but noted the helix mechanism on the lead would still not retract. The lead was successfully removed and has since been returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed that the helix was extremely stretched, which would prevent the helix from being retracted within the housing. Due to the physician condition in which the lead was returned, analysis of the helix mechanism could not be performed. It was concluded that the damage sustained to the lead helix mechanism was procedurally induced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--